Event description:
I received a depuy pinnacle impact as part of a total hip replacement in my right hip on (B)(6) 2008. Prior to the revision I suffered from weekly groin pain and heard clicking in my hip on a daily basis. As a result, I was forced to undergo a revision surgery on (B)(6) 2010, including two additional surgeries on (B)(6) 2011, because of infection.